Event description:
It was reported by service report that the fowler could not be raised or lowered due to bent crank. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler, dual articulating fowler crank.